Event description:
It was reported that this patient had an untreated episode for vt/vf and one treated episode. During the treated episode it was reported that the patient had CPR performed. Episode revealed that the total time to therapy took approximately 50 seconds before the device converted the patient's arrhythmia. This system is still currently in service. No adverse events were reported.